Event description:
Huber needle removed from patient due to safety not being adequately activated. Per staff report the safety was very difficult to activate even after the event occurred and the needle tip remained visible and slightly exposed following activation.